Event description:
A beckman coulter inc. (Bec) customer service reported to have received 9 kits of dxi wash buffer ii (10 l) cubes which had leaked. No exposure to the hazardous fluids or injuries to the user were reported.

Manufacturer narrative:
Service was not dispatched. Root cause of the leaking containers has not been determined.